Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated and the recipient resumed use of the device. The recipient remains implanted.this is the final report.

Event description:
The recipient reportedly experienced electrode migration. The recipient's underwent repositioning surgery.